Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified anterior tibial artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for a critical limb ischemia procedure. However, upon first inflation, it was noted that the balloon ruptured in a pinhole form at 6 atm for 3 seconds. The device was removed without any problem using the normal method. The procedure was completed with a different device. There were no patient complications, and the patient is in good condition post procedure.

Manufacturer narrative:
E1: initial reporter city: (B)(6).